Event description:
It has been reported to us that the tip of the guide catheter separated and remained on the guide wire and was removed by pulling the separated tip back into the guide catheter and was removed from the patient. The physician was performing intervention using the guide catheter and the tip became damaged and separated from the shaft of the guide; however remained on the guide wire. The physician was able to slide the separated guide catheter tip back into the guide catheter and remove the whole device out of the patient.

Manufacturer narrative:
(B)(4). The actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the tip material of the guide catheter was missing from the shaft. The introducer used during the case was returned and the tip material of the guide catheter was retrieved from the introducer where it was located in the hub. Examination of the complaint device revealed good adhesion between the tip material and the shaft of the guide catheter. The sleeve was still firmly attached to the shaft and to the tip and showed signs of being stretched and torn rather than indicating an adhesion failure. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for tip broke off. The analysis is complete as of today (B)(4) 2013.